Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 7/19/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received for evaluation. The plunger was advanced and no viscoelastic residues were observed inside the cartridge. Visual inspection at 10x microscope magnification was performed. The lens was observed stuck in the cartridge tip. There were no viscoelastic residues observed inside the cartridge. The lens was removed from the cartridge and no damages were observed. The complaint reported was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when removing the intraocular lens (iol) from the package, the customer noted that it looked distorted, like there was a crack in it. There was no patient contact. No additional information was provided to abbott medical optics.